Event description:
It was reported during a lap cholesystectomy procedure that the jaws did not properly close and the clips both remain open in their distal part and fell down crossed. The procedure was carried out and finished by using a new other device. No adverse pt consequences.

Manufacturer narrative:
The er320 instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.